Event description:
During a remote follow up, noise resulting in oversensing and pacing inhibition was observed on the right atrial (ra) lead. Provocative testing was performed and the noise was reproduced. Lead insulation damage was suspected. The ra lead was capped and replaced to resolve the event. The patient was stable.